Event description:
Doctor used biopsy needle 18ga x 10cm, ref: 360-1080-02 lot #: 11468294. Device misfired and did not yield any tissue on the first pass. Doctor then switched to biopsy needle 18ga x 15cm. The device collected one sample from the second pass but could not collect tissue for the third pass. We then switched to another 18ga x 15cm biopsy needle. This device collected the tissue on the fourth and final pass. Lab called and confirmed tissue was adequate. Used three devices to collect two tissue samples with four passes.